Event description:
It was reported that a patient underwent an atrioventricular reentry tachycardia (avrt) / wolffe-parkinson-white (wpw) ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required cardiac surgery. At the end of the procedure, after removing the catheter, the doctor made an echo and noticed a tamponade. The patient had cardiac surgery after the procedure and they noticed the tamponade was on the roof of the right atrium while in the previous procedure they performed ablation in the left atrium. They believe it could be due to the transseptal due to the results. No delay. The procedure was completed. Additional information was received. The physician reported that the adverse event was not caused by carto system but was due to the transseptal puncture.

Manufacturer narrative:
D4. Catalog: unk_smart touch unidirectional sf d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6) an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).